Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A comparative resistance study was performed on similar devices which determined that the product would still be sterile with the incorrect configuration as reported. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor reported that part of the device configuration was incorrect, resulting in incomplete sterilization. This defect was found during the distributor's initial inspection of received products. The device was not sent to a user facility.